Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient had a composix kugel mesh implanted to repair a hernia defect. (B)(6) /2009 - the patient underwent surgery to remove the alleged defected hernia mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was seriously and permanently injured. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia with incarcerated omentum thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿two sides of fascial defects were identified and pulled together. These were covered with surgical mesh on one side, composix kugel mesh on the other side of the defect and were tacked.¿ (B)(6) 2009 - patient was diagnosed with abdominal pain, wound infection, infected mesh and severe adhesions thereby underwent repair with removal of mesh. Per operative notes, "severe adhesions of the omentum of the underside of the mesh were taken down. There was a collection of fluid at the side of the mesh. The mesh was taken off the adhesions with careful dissection.¿ attorney alleges that the patient experienced adhesions, infections, pain, bowel/intestinal removal and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event as no specific device failure mode was alleged. To date no medical records have been provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided based on the additional information received, there is no change to the initial determination provided, no conclusions can be made. Per medical records review, about 2 months post implant of composix kugel mesh, patient was diagnosed with adhesions, infection and abdominal pain thereby underwent repair with explant of the mesh. The instructions-for-use supplied with the device lists adhesions, infection and pain as possible complications. The warning section of IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event as no specific device failure mode was alleged. To date no medical records have been provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2009 - the patient underwent surgery to remove the alleged defected hernia mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was seriously and permanently injured.